Event description:
It was reported the customer was attempting to establish connection with her sensor and insulin pump. It was also reported the customer was currently hospitalized. The customer's blood glucose was 386 mg/dl. The customer's blood glucose was treated with insulin from an IV. It was also reported the customer was receiving a weak signal alert from the insulin pump. The customer's nurse also stated the customer was not receiving insulin through the insulin pump because the sensor was not working. The customer was assisted in programming a basal delivery. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).